Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy, the handle was stuck in the middle of firing the second reload and made a strange noise. It could not finishing the firing cycle. To correct the issue, another reload was used. The same issue occurred again. To complete the procedure, another handle was used and there were no further issues.the reload was working perfectly after changing the handle. No patient injury or extension in surgical time.